Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/09/2009 and 11/09/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported unexpected postoperative refractions, following intraocular lens (iol) implant surgery. The surgeon did not have specific pts to report. The surgeon reported he was working to optimize his formulas and constants. The surgeon was unwilling to complete the questionnaire.